Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2019-02-28 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the ventricular assist device (vad) upon resolution of flow settling, the patient appeared to have much greater flow than what was reported via the controller. The controller was suspected to have a flow estimation error and it was exchanged. Due to continued low flows on the vad, the patient was brought back to the operating room later that evening for chest exploration. Upon visual inspection and transesophageal echocardiogram (tee) it was noted that the patient's right heart function was mildly dysfunctional. The chest was closed. Later, the patient was found with hemolysis and significant bleeding into the chest tubes and the chest was opened at bedside. A chest wall bleeding site was found and repaired, and the chest was left open. The vad parameters remained the same throughout and did not match the patient¿s clinical presentation. The patient returned to the ope rating room the next day for chest closure. The patient was also implanted with a temporary right vad as they had continued right heart failure. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed several decreases in power consumption and estimated flow within the analyzed period and 11 low flow alarms logged since august 14, 2018, thus confirming the reported low flow event. One (1) high watt alarm was logged on august 14, 2018 immediately following an increase in speed. The patient's flow, as measured by a flow probe, was not provided; as a result, the reported flow estimation error event could not be confirmed. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize, and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause of the reported flow estimation error may be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system, and/or due to the clinical state of the patient. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the observed high watt alarm may be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.